Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Failed squeeze the handle, that would locks in the squeeze postition. Follow-up: when the dr was using the stapler, he would squeeze the handle to engage the suture and it would lock and not reset. The only way he could get the handle to release is to manually pull the handle back to the reset position so he could prepare to place another suture. Yes, a patient was involved. We opened the second insorb stapler hoping that would resolve the issue but that stapler unfortunately had the same issues. The doctor slowly did what he could with the stapler by manually resetting the stapler handle. He also ended up placing more sutures manually because the staplers were acting up. So yes we did have some extra steps in the procedure to complete it. The procedure was completed and the patient is doing well healing. Please let me know if you if you have more questions. I would say that it was approximately about a 15 minute delay maybe a little longer. Insorb 30 stapler 2030 e-complaint-2022-08-0000276.

Manufacturer narrative:
Investigation review DHR inspect returned samples. Analysis and findings distribution history. The complaint product was manufactured at csi on 04/11/22 under work order (B)(4). Manufacturing record review DHR-2030 - 619005595 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review. Incoming inspection record review not applicable to this product. Service history record. Service history not applicable for this product. Historical complaint review. A review of the 2-year complaint history showed some similar reported complaint conditions. In two of the cases the complaint condition was not confirmed because the product was not returned. Product receipt the complaint product has been returned to coopersurgical. Visual evaluation in total two (2) insorb staplers were returned, both were used. Evaluation of the complaint product was performed, and no obvious damage was noted on any returned stapler sample. Functional evaluation . Evaluation of the two used staplers received showed that those were empty and after dry firing them it was noted that the handle on both staplers did not return to their rest state after handle / trigger activation. Evaluation of the complaint product performed by the quality inspector revealed no evidence of problems related to the complaint condition. Root cause definitive root cause could not be reliable determined at this time. An awareness was created, and a retraining scheduled for the production line on ms-4001 "coating yokes with ptfe" to address the complaint condition. Correction and/or corrective action an awareness was created and a retraining for the production line was performed. Coopersurgical will continue to monitor this complaint condition for any trends. Train personnel. Was the complaint confirmed? Yes.

Event description:
Failed squeeze the handle, that would locks in the squezze postition follow-up: when the dr was using the stapler, he would squeeze the handle to engage the suture and it would lock and not reset. The only way he could get the handle to release is to manually pull the handle back to the reset position so he could prepare to place another suture. Yes, a patient was involved. We opened the second insorb stapler hoping that would resolve the issue but that stapler unfortunately had the same issues. The doctor slowly did what he could with the stapler by manually resetting the stapler handle. He also ended up placing more sutures manually because the staplers were acting up. So yes we did have some extra steps in the procedure to complete it. The procedure was completed and the patient is doing well healing. I would say that it was approximately about a 15 minute delay maybe a little longer. Insorb 30 stapler 2030 e-complaint (B)(4).